Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure (event) observed during analysis. Analysis found that the pulse generator exhibited no telemetry at 2.43 v due to an integrated circuit anomaly. The device was at end of life (eol) due to a normally depleted battery. The device functioned appropriately with a replacement battery.